Event description:
A report was received that the pt underwent a pocket revision due to discomfort at the pocket site. The ipg was repositioned in the original pocket, and the pt was reportedly doing well post-operatively.

Manufacturer narrative:
This is the final report.